Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in the telemetry department at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support found the nurse call was not turned on. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom technical support walked the account through the procedure and they turned on the nurse call system to resolve the issue. Based on this information, no further action is required.